Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to fixate the leadless pacemaker was seen to move locations from its initial position. The device was then covered back with its protective sleeve, when its helix was noted to be sprung. The device was retrieved, and a new one was implanted without incident. There were no patient consequences.

Manufacturer narrative:
Reported event of difficult or delayed positioning was not confirmed. Reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.